Manufacturer narrative:
Updated b.5 updated imf code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was recaptured due to the deep position in the ventricle. The valve was withdrawn from the patient successfully. A procedure delay occurred as a result of the infold. The second valve resolved the issue of the patient being unstable.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Fluoroscopic images of the implant procedure were provided for review of the event described; however, the patient summary was not provided for anatomical review. It was reported, that no misload was noticed and the first infold was noticed after a second implant attempt after a first recapture. In the available mobile product experience (mpxr) report it says that although no pre-balloon dilatation was needed (anatomically), a pre-balloon dilatation was executed. After the patient was unstable during the load of a second evolutpro+ 34 mm, the valve could successfully be implanted. A variety of factors can increase the risk of evolut frame infolding formation, e.g. Including inflow crown overlap during loading, excessive leaflet, annulus and left ventricular outflow tract (lvot) calcification. Although the report didn¿t mention any of the above factors, it¿s possible that some were present unknowingly and may thus have contributed to the infold medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evprop34 (lot: 0011920573); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, no infolding was observed during the valve loading. During the first implant attempt, no infolding was observed. After the recapture or during the 2nd deployment, an infold was observed. Subsequently a pre-implant dilatation was performed and aortic insufficiency was observed. The patient was not stable while the second valve was loaded. No additional adverse patient effects were reported.